Event description:
Event: post-implant treatment of limb thrombosis. Details: the pt was implanted in 2002. Seven weeks later the pt with a cold limb. Stents were placed bilaterally to resuture adequate flow. This was reported to guidant on 10/10/2002. No add'l info was provided.